Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving gablofen (500 mcg/ml at 60 mcg/day) via an implanted infusion pump. It was reported the patient had their pump and catheter was replaced recently. It was noted the previous pump was at about 400 mcg/day and with the new system, they are down to 60 mcg/day and still very flaccid. The patient had no strength in their legs and couldn't really move them. It was noted the patient was able to walk using crutches before. The hcp was going to consult with the surgeon and inquire about any possible damage to the spine during surgery and was going to order an MRI. Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the patient being very flaccid after the system replacement had not been determined. It was reported that an MRI of the spinal cord was done, but the neurosurgeon says there was no damage. The managing hcp (healthcare provider) is going to order additional imaging to assess the patient multiple sclerosis condition. It was noted that the patient was currently an inpatient in rehabilitation working in therapy. In addition, the hcp is going to continue to wean the dose down, and as of today (B)(6) 2020, the dose is now at 50 mcg per day simple continuous.